Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated having issues with the architect folate calibration and control values. The customer stated that after decontaminating the instrument, the values were acceptable. There is no impact to patient management reported.